Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 400 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 310 mg/dl. Troubleshooting found that the drive support cap was normal and the pump settings are correct and pump was able to complete the prime process. Troubleshooting found that the cannula was bent but customer declined further troubleshooting.